Event description:
It was reported that the device refers to recall effectiveness - lvp bezel post recall group 1 - dom 2019. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced bezel assembly and dim segment u4 on display board. Large volume pump (lvp) bezel post recall action completed, based on the findings, service determined that the reported issue was due to mechanical failure of the lvp mechanical assembly. Device history record: a review of the device history record showed the device had a manufacture date of 22jul2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. This refers to recall effectiveness - lvp bezel post recall group 1 - dom 2019. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Correction in e2, g2 the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. This refers to recall effectiveness: lvp bezel post recall group 1: dom 2019. No additional information was provided. There was no patient involvement.